Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the cable was out of electrical specification.

Event description:
It was reported that the radio frequency (rf) head was having trouble interrogating devices. It was further reported that the wire to the head was bent and that although the lights were on the interrogation did not start. The head was returned for service. No patient complications were reported as a result of this event.